Event description:
It was reported that two 3.0x28 xience v stents were implanted in the mid right coronary artery (rca) and two xience v stents, sizes 3.5x28 and 3.5x23, were implanted in the proximal rca on (B)(6) 2010. The following year, on (B)(6) 2011, the patient had silent ischemia with restenosis in the 3.5x28 xience v stent in the proximal rca. Percutaneous coronary intervention was performed on (B)(6) 2011 and the condition resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: xience v (two 3.0x28, 3.5x23), taxus, cypher, endeavor stents; aspirin, clopidogrel. There was no reported device malfunction and the product was not returned. The reported patient effects, ischemia and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.